Event description:
A non-healthcare professional reported that while making the flap there was a small incomplete area in the canal and slightly in the bed at the hinge resulted in an incomplete flap in the right eye of a patient during refractive surgery, and the flap was able to be lifted without using any additional instruments and intervention, and the treatment was completed without any further issues. However, the incomplete segment was mostly in the canal and slightly in the bed. So, when the surgeon lifted the flap, there were not any issues with continuing the treatment on the excimer and he did not have to use any additional surgical intervention. He made the canal a little longer on the second eye and no issues with the flap left eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer was the installation of the device. Field service engineer performed and signed service installation record. System meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The energy was stable during this period. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed before the start of the treatment and not immediately before the treatment. The surgeon lost vacuum two once during the docking process or before the treatment. Suction ring and patient interface were docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was hundred microns, which is thinner than the recommended flap thickness of one thirty microns. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint related product is expected to be returned for investigation. No associated service visit for the reported event could be identified. The root-cause was identified to be the placement of the canal and thereby user handling. The manufacturer internal reference number is: (B)(4).